Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated to the next level of support for further review. The escalation team reviewed the data, including example sets from february 9 and 10, which showed differences above 20%. However, the escalation team concluded that overall system performance was within expectations, with sensor glucose values appropriately following blood glucose trends over time. Customer care attempted to relay these findings to the user but was again unable to establish contact. The system showed normal usage in dms, and the user was in the weekly calibration phase. Since the system was performing as expected and the user could not be reached for further discussion, the case was closed.

Event description:
On february 10, 2026, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.